Manufacturer narrative:
Originally reported as not firing. After evaluating, it was discovered that device was forming straight shots. This was due to a broken tip. It appeared that the tip had been exposed to some type of stress causing the tip to break.

Event description:
Originally reported as not firing. After evaluating on 01/17/07, it was discovered that device was forming straight shots.